Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Additionally, the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level ranged from 117-190 (mg/dl). During a follow-up call, it was confirmed that the customer was able to load a new cartridge successfully and received an accurate fill estimate, with the alarm 19 issue resolved.